Event description:
It was reported that shaft break occurred. The patient was being treated for lower limb vessel occlusion and underwent angioplasty. A 3.0x220x90 (4f) sterling balloon catheter was used for dilatation. The device was withdrawn with no resistance. However, upon removal, the shaft broke off completely around the sheath area outside the patient. The procedure was completed successfully with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A sterling balloon catheter was returned and the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 74.1cm from the hub. The guidewire lumen is separated 71.4cm from the hub. There is buckling to the guidewire lumen at the distal end of the separation. Microscopic examination revealed no additional damages.

Event description:
It was reported that shaft break occurred. The patient was being treated for lower limb vessel occlusion and underwent angioplasty. A 3.0x220x90 (4f) sterling balloon catheter was used for dilatation. The device was withdrawn with no resistance. However, upon removal, the shaft broke off completely around the sheath area outside the patient. The procedure was completed successfully with this device. No patient complications were reported.